Event description:
The service report shows that the audio alarm functioned intermittently. The mallinckrodt customer support engineer (cse) verified the intermittent audio alarm. The cse inspected the device and replaced the power switch and the audio alarm. The unit passed extended self testing.